Event description:
The complainant reported that during a stone removal procedure, the balloon would not inflate due to a rupture. The physician stated that upon withdrawal of the device from the endoscope, the device got caught on the elevator. The physician did not notice any detachment of the balloon, however, the balloon was no longer attached to the device upon receipt at the manufacturer's site. The procedure was completed using another device. There were no reported adverse affects to the patient.

Manufacturer narrative:
The device has been received by this manufacturer. An evaluation has been performed and the complaint has been confirmed. The root cause of the failure is unk. The DHR review confirms that the device met all material, assembly and performance specifications. Our directions for use outline appropriate placement, access and maintenance procedures.